Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; e1; g1; g3; g6; h1; h2; h3; h4; h6; h8 corrections to d2, d4 (UDI is not applicable; class ii device that predates FDA UDI requirements), e1, g2, and h4. The reported event is unconfirmed. Visual examination of the returned product confirmed the item/lot information matches what is listed within the complaint. The device shows signs of use with gouges on the shaft, the strike plate, and the handle of the impactor. There is residue on the threads of the impactor as well. The black poly impactor tip was not returned. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the surgeon was implanting the glenosphere implant for a primary surgery and the tip fractured in half. They had a backup tray and finished implanting with a new one. There was no patient impact or harm as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.